Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 had malformed clips on the first three clips. The case was completed with the same device. Another device was used to complete the case. There was no consequence to the pt.